Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field over sensing (ffos) on the atrial channel. Technical services (ts) determined ffos caused the inappropriate atrial tachy response episodes and provided reprogramming recommendations. This ICD remains in service. No adverse patient effects were reported.